Manufacturer narrative:
The date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. (Weight).

Event description:
It was reported that the patient was experiencing ineffective therapy. As a result, surgical intervention was undertaken, and the patient's system was explanted at an unknown date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.